Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a810 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding an external device to an implantable pump infusing dilaudid (8mg/ml at 0.3847mg/day). It was reported that the doctor also elected to refill the pump during the procedure and did so with a drug at increased concentration. The physician increased the drug concentration from dilaudid 7mg/ml to dilaudid 8 mg/ml. The pump was emptied of the old drug from the reservoir. Once it was determined that the pump required a back table prime to rid the pump of the existing drug in the internal tubing, the physician had already anchored the pump into place and did not want to remove it. It was strongly recommended to the physician that they do so, but they wanted to know what their other options were, as they preferred to just program a full system prime and give the patient a bolus dose of what was in the internal tubing. This d ose was determined to be 0.56 mg of medication which was nearly double the patient's daily dose, and so the physician was strongly advised against this. After deliberation between the physician and some team members, they elected to program a prime bolus, and he would access the catheter access port (cap) and withdraw drug periodically in order to ensure it was not reaching the intrathecal space. The prime bolus was 19 minutes long, and every five minutes they withdrew 0.3 ml from the cap which would be enough to clear whatever was in the cap and catheter. This was done four times, three throughout the prime, and one at the end of the prime to clear the cap and catheter of what was remaining. A cap and catheter only prime was programmed with the drug of new concentration, and the physician provided assurances that the patient would be monitored afterwards.